Manufacturer narrative:
Zoll medical corporation has received the product, and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the associated stat padz would not adhere to the patient. The clinicians tried a second set of stat padz and the second set would not adhere as well. The third set of stat padz were applied and the patient was treated successfully. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.